Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high creatinine (crem) results for nine patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were not reported out of the laboratory; hence patient treatment was not impacted. The results were caught using delta check. The samples were repeated and lower results were obtained.

Manufacturer narrative:
Controls were within established ranges before the event and not reran after the event. A bci field service engineer (fse) replaced the tricontinent syringe on the crem module.